Manufacturer narrative:
This report is being issued to correct/amend the event description field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine pulse generator replacement, a small, raised area could be seen on the insulation near the electrode pin of this right ventricular (rv) lead. All measurements were stable. Therefore, dr. (B)(6) decided to use a lead repair kit to repair the area. The electrode was then successfully tested with a 1.1 joule shock. No other adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that during a routine pulse generator replacement, a small, raised area could be seen on the insulation near the electrode pin of this right ventricular (rv) lead. All measurements were stable. Therefore, dr. Stilz decided to use a lead repair kit to repair the area, which is considered off-label use. The electrode was successfully tested with a 1.1 joule shock. No other adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.